Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted (B)(4).2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance warning on the lv1 to right ventricular (rv) coil on the left ventricular (lv) lead. The lead impedance went below the set threshold. The lead is now measuring impedance within a normal range. The atrial lead was noted to be under sensing. The lv lead and atrial lead are still in use. No patient complications have been reported as a result of this event.